Event description:
It was reported a cerebrospinal fluid leak occurred during lead implant. Reportedly the physician performed a blood patch, the procedure was completed and no adverse symptoms occurred. The patient has been programmed and reported full stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.